Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator coded and was brought back using external defibrillation. The patient advocate asked why the device did not deliver therapy and also if it was faulty. There is no evidence that the device did not perform as programmed technical services referred the caller to the patient's physician. No additional adverse patient effects were reported. This device remains in service.